Event description:
It was reported to baxter (B)(4) that the tubing of an infusor lv 5 was cut during patient use. The device was infusing the patient with a solution of 2 milliliters heparine sodium, 52 milliliters 5-fluorouracil, and 176 milliliters saline when it was discovered that the tubing was cut. There was no report of patient injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.